Event description:
It was reported that the pt had not had stimulation in 4 years. The device was removed and replaced. The pt came in for post-op programming and was doing very well.

Manufacturer narrative:
(B)(4).